Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6). It was reported that the serial number has been changed to (B)(4) for svn 000309730831 and material has been changed to mmt-723nas for svn 000309730831.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was over 650 mg/dl. Customer stated that cannula did not fill and did not work. Customer did not want to do troubleshooting. The insulin pump will not be returned for analysis.